Manufacturer narrative:
The reported events of intermittent capture thresholds, high pacing lead impedance, and ¿likely fractured¿ were not confirmed. As received, a complete lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited intermittent capture thresholds and high impedance. It was noted that the lead likely fractured. The lead was explanted and replaced. The patient was in stable condition.